Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unspecified date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was treated for this event. The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.